Event description:
A report was received that the patient was experiencing discomfort from the ipg. It was noted that the ipg was cocked out at a 45 degree angle and the physician was able to feel a lead wire passing directly over the top of the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.